Manufacturer narrative:
Quality coordinator. No product was returned for evaluation. Relevant documents were reviewed and deemed adequate and correct with respect to investigation activities. With no product returned in this case, the root cause of the reported issue cannot be definitely established. After reviewing the complaints history from august 2017 to date, it was found that this is the 1st. Complaint related to leaking stopcock defect.

Event description:
Information was received indicating that there was a hairline crack in the stopcock of a smiths medical medex extension set attached to a uvc line was found and leaking blood. The patient required immediate transfusion and increased dosage of cardiac infusions.